Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose. Then the customer changed the infusion set, but the insulin pump alarmed no delivery and motor error during the manual prime test. Troubleshooting was performed, and the device passed the displacement test. No further information was provided.